Manufacturer narrative:
Correction information was provided in a.1., a.2., a.3.a., b.3., b.5., d.10., e.4. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been received stating that the lens did not load in the patient's eye properly. The tip of the preload device was in contact with the patient, and the lens did not remain in the delivery system. The lens was explanted from the patient's eye and replaced with the same model, same diopter, and same company lens during the initial procedure. The procedure was completed on the same day. The patient issue was resolved without any harm to the patient. In the surgeon's opinion, it is not clear what caused or contributed to the lens not loading in the eye properly.

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the lens was damaged after opening when the surgeon was inserting into the eye. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).